Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: upon confirming of the specimen which was resected at the first firing to the appendix during a laparoscopic appendectomy was outside the patient's body, a blue fragment about 5mm was found. The surgeon is concluding it from the device. The fragment was discarded. No patient injury.